Manufacturer narrative:
Estimated implant date. The device is not returning for evaluation as it remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that in (B)(6) 2018 the patient with severe mr underwent the mitraclip procedure. Mr was reduced to moderate. One year later, on (B)(6) 2019, the mr had increased slightly to moderate-severe. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as the mitraclip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported recurrent mr is due to progression of disease and the mitraclip was stable on both the leaflets. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.a4: correction - weight from unk to 73kg b3: correction - date of occurrence from (B)(6) 2019 to (B)(6) 2019. D4: correction: part and lot number from unk to part number cds0503 and lot number 80326u191. D6: implant date changed from (B)(6) 2018 to (B)(6) 2018. H6: patient code 1964 was removed and replaced with 2199.

Event description:
Patient ID: (B)(6). This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 the patient with severe mr underwent the mitraclip procedure. Mr was reduced to moderate. One year later, on (B)(6) 2019, the mr had increased slightly to moderate-severe. Subsequent to the previously filed report, additional information was received that the mitraclip procedure took place on (B)(6) 2018 with the implantation of three mitraclips. On the follow-up echocardiogram from (B)(6) 2019, the mitral regurgitation (mr) grade was moderate to severe. The mitraclip was stable on both leaflets. There was no leaflet/chordal damage noted. The recurrent mr was due to disease progression. No additional information was provided.